Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy board, which needed replaced. During evaluation, the device fail safe system further indicated that the battery was end of life and needed replaced. Multiple attempts were made to determine if this repair had taken place and if the device was functioning as intended; however, this information was not provided. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy board. The reported problem was confirmed.

Event description:
It was reported to philips that the device does not recognize the pads. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.